Manufacturer narrative:
Patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail system (tfn) procedure for a hip fracture (side unknown) on (B)(6) 2016. During the procedure, the buttress compression nut and the blade guide sleeve were stuck together. Both devices are dented. The buttress compression nut will not unscrew from the threads of the blade guide sleeve for the trochanteric fixation nails. The threads from the blade guide sleeve are dented and it won't unscrew. The operation was already completed; the devices were noticed to be stuck together when the sterile processing department technician was taking the devices apart. The reporter was not sure if this was a revision or an initial surgery. The procedure was completed successfully with no reports of surgical time delay or medical intervention. The patient¿s post-operative status was noted to be stable. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the 357.371 lot number 5519091 buttress/compression nut and 357.369 blade guide sleeve with unknown lot number were returned and reported to have become stuck together. This complaint condition was likely caused by several years of consistent use and possible rough handling during surgery or sterile processing leading to deformation of threads on the device; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 357.371 buttress/compression nut and the 357.369 blade guide sleeve are instruments routinely used in the titanium trochanteric fixation nail system. The devices were returned and reported to have become stuck together. This condition is confirmed; the buttress/compression is jammed near the proximal end of the sleeve, obscuring the lot number. The nut is entirely immobile and will not move even when applying a moderate amount of force. It is likely that several years of use and possible rough handling during surgery or sterile processing has led to deformed threads causing this complaint condition. The nut was manufactured in july 2007 and is over nine years old. The balance of each of the returned devices is in fairly worn condition with numerous markings along the length of the sleeve and around the knurled circumference of the nut. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.